Manufacturer narrative:
Analysis was performed on the returned device. Analysis of the returned device found a needle tip separation. The detached needle tip was not returned with the proglide device. The reported needle to cuff miss was not confirmed as not all components were not returned for analysis. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The reported difficulty and subsequent treatment appear to be related to operational context. It is likely that an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional device referenced in b5 is filed under a separate medwatch report number.

Event description:
It was reported that this was an arteriotomy closure of a right common femoral artery using the pre-close technique via a 6fr sheath hole prior to an interventional transcatheter aortic valve implantation (tavi) procedure. Reportedly, the plunger was removed but no suture was attached and a cuff miss occurred for two prostyle devices. The sheath was upsized to a large-bore sheath and the tavi procedure was completed. Hemostasis was achieved with manual compression. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.